Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking from the water tank. The product problem was observed during testing. There was no patient involvement.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to have a cracked water tank cover and dirty enclosure. The device underwent functional testing by filling the tank with water and powered on the device. The reported customer complaint was confirmed as a result of overtightening the lower left screw resulting in a crack in the water tank. Problem source was then determined to be user interface.